Manufacturer narrative:
The reported complaint was confirmed via data log analysis. During testing of the device at the service center, the service repair technician (srt) was not able to duplicate the reported complaint. The srt waited until the electronic patient gas system (epgs) calibrated successfully and the unit passed oxygen sensor testing, flow meter testing and alarm testing. The epgs failed the proportioning valve test as it was reading slightly higher than the set value, so the srt replaced the sechrist blender. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on 18aug2021, the gas system was successfully calibrated at 07:53:44 am. Many changes were made to flow and fraction of inspired oxygen (fio2). At 12:18:11 pm, the gas system reported oxygen (o2) sensor and blender disagree (blender = 69.3%, sensor = 41.9%) which will cause the gas system to indicate calibration is needed. At 12:34:11 pm, the gas system reported 'blending gas motor/mech fault'. This will cause the gas system to be 'knob adjust only' as reported. The log confirms the complaint.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed a 'knob adjust only' for the electronic patient gas system (epgs). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team at the user facility had an incident with the epgs on 18aug2021. The epgs was calibrated without issue and after 70 minutes on bypass, there was a message of 'knob adjust only'. There were no other alarms or indications of a problem regarding oxygenation, but the user did switch over to a stand-alone blender. There was no blood loss, no harm to the patient, or delay in the surgical procedure.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) successfully performed verification/release testing. The electronic patient gas system (epgs) was monitored for 25 hours with no observations of a 'knob adjust only' message.